Event description:
A healthcare professional reported that the probe cutter did not move during the surgery though it passed the priming test. The product was replaced and the procedure was completed without any consequences to the patient. No additional information is expected for this case.

Manufacturer narrative:
A sample was received, and is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).